Event description:
It was reported that the core sumex drill was heating up during testing at the user facility. There was no patient involvement, no adverse consequences, no medical intervention, and no surgical delay alleged with the event.

Manufacturer narrative:
During the device evaluation, the rotor was found to be worn which is a probable cause for the reported overheating. The device was repaired but has not been returned to the user facility at this time.

Manufacturer narrative:
The event description was restructured for grammatical clarity. The reported event of the device overheating was duplicated and confirmed. The device has a damaged rotor which can cause or contribute to device overheat. Based on sme consultation rotor damage can cause frictional heat between the components of the handpiece. Wear problem was originally reported as the results code description. However, after further evaluation, mechanical problem is a better descriptor.

Event description:
It was reported that the core sumex drill was heating up during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.